Event description:
A caller reported a malfunction on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The caller was advised to contact support if the issue happened again and acknowledged the instructions.